Event description:
The customer reported on (B)(6) 2013 his blood glucose, carbohydrate intake and insulin history is as follows: time: 8:00 am. Cho (g): breakfast (amount not provided). Bolus (u): 10.0. Time: 10:24 am. Bg (mmol/l) 18.8. (Mg/dl): 338. Bolus (u): 20.05. At 10:40 am the pod was deactivated and he noticed the cannula looked "pinched".

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.